Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding the patient's implanted pump which was used to deliver an unknown drug. The indication for use was non-malignant pain and lumbar radiculopathy. On 2016-may-10 it was reported that the patient had died on (B)(6) 2016. It was also reported that the system was removed shortly after implant in (B)(6) 2007 due to an infection. It was noted that they had almost lost the patient at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.